Event description:
Pt self tester alleges precision issues. Customer reporting imprecision when comparing two results using the same finger stick. Imprecision 10/12: inratio initial = 5.0, repeat = 3.7. Time between testing (2 min) same finger.

Manufacturer narrative:
Investigation pending.